Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) used to capture limb asymmetry.

Event description:
Claim letter alleges defective due to excessive chromium and cobalt resulting to toxicity, metallosis, necrosis, hypotrophy of muscular masses and differ in lower limb length. Seeking compensation for all the damages suffered.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr (B)(6) claimant letter record received. Awaiting for the english translation once available this complaint will be updated. Update ad (B)(6) 2019: follow up information received. Provided doi, dor and revision hospital. There is no court proceeding have yet been issued. Doi: (B)(6) 2010; dor: (B)(6) 2019: hip unknown. Added doi, dor, date of event and revision hospital. Also added cup and head product details.